Manufacturer narrative:
Lot#= c4cy1j (second number received). Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out. The returned device was found to be non-functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the firing trigger teeth were damaged. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lavh procedure, the device fired the first time and would not fire after being reloaded. The device did not staple or cut. Used a third one to complete the procedure. There were no pt consequences.